Event description:
It was reported to boston scientific corporation that a spaceoar vue device implanted during a spaceoar vue placement procedure on (B)(6) 2024. Fiducial markers were place transperineally. The procedure was performed under local anesthesia. The patient underwent computed tomography (CT) simulation on (B)(6) 2024, and started radiation therapy. The patient completed two thirds of his radiation treatment. On (B)(6) 2024, the hydrogel was no longer visible on CT, just a tiny left in on two spots. The patient did not report any hydrogel coming out of the rectum. The radiation treatment was put on hold due to this event. The images suggested that the hydrogel was placed under the rectal wall, the hypothesis was that the hydrogel migrated deeper towards the rectal lumen. Therefore, the patient was sent with a gastroenterologist surgeon for an anoscope to look for a defect. The patient is asymptomatic. It was noted that since the radiation treatment was completed 22 /28 fractions, the physician will continue radiation without the spacer.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.